Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is likely that the device was kinked due to off-axis loading during device insertion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that they had a stroke patient, there were three angio-seal 8f devices from the same lot that had the introduced bend in the patient. The procedure being performed was a hemorrhagic stent. There was no blood loss. The reported event did not result in patient injury. Additional information was received on 17jan2025: the dilator was bent. The size of the procedure sheath was 8fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. It is unknown if there was a pre-deployment angiogram performed. There was no plaque or stenosis present in the patient. Hemostasis achieved by manual pressure. All three had the same issue so they went a different route. The patient was stable. The procedure was completed successfully.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.